Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath and versacross connect dilator were bought up over the rf pigtail wire and immediately excessive amount of blood was coming out from back of the sheath. Dilator and wire were then taken out of the body and air was noted in the sheath. Multiple aspiration attempts were made with large amount of blood draining from sheath and visible air. The procedure was completed successfully by using alternate device. No patient complications have been reported. The product is not expected to be returned for analysis as it was disposed.